Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for device replacement, and interrogation noted noise on the lead. Noise was reproducible prior to procedure. Lead was explanted and replaced.